Event description:
Md performed left total knee revision arthroplasty. After using the wright medical impactor to remove old prosthesis, it was noted a 0.5cm portion of impactor was missing. X-ray performed in room before closure and radiologist. Metal object noted on x-ray. Able to recover piece of metal from impactor.